Event description:
It was reported that the pump battery was depleting too quickly, leading to a pump shutdown. The customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 500 mg/dl with ketones. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer does not recall when they were released from the hospital. The issue was resolved and no permanent damage. Customer continued to use current pump.